Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: auffarth, a. Et al. (2008). ¿minimally-invasive treatment of three- and four-part fractures of the proximal humerus in elderly patients.¿ the journal of bone and joint surgery (br), 90-b: 1602-7. This report is for an unknown philos/unknown quantity/unknown lot. Additional product code: hwc. Secondary displacement of fragments, second surgery required. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, auffarth, a. Et al. (2008). ¿minimally-invasive treatment of three- and four-part fractures of the proximal humerus in elderly patients.¿ the journal of bone and joint surgery (br), 90-b: 1602-7. This study looked at the percutaneous reduction and internal fixation using humerusblock to treat three and four-part proximal humerus fractures in patients aged seventy years and older. There were seventy-six patients, sixty-three women and thirteen men with a mean age of 79.6 years (range 70-96) who met criteria for inclusion in this study between 1998 and 2004. Of them fifty patients (fifty-one fractures) were available for follow up after a mean of 33.8 months (range 5.8-81). Twenty-three patients had died from unknown causes and were lost to follow-up. The device consists of a metal block which is fixed to the humeral shaft by a cannulated cortical screw. Two crossed kirschner (k) -wires holding the head fragment are passed through the block at an angle of forty five degrees and are held in place by a locking screw. The block is fixed to the humeral shaft by a cannulated cortical screw. If needed one or more 2.7mm titanium competitors screws are inserted to hold the greater tuberosity. After five to six weeks the metal is removed. The patients were assessed clinically and radiologically at follow-up. Three patients had undergone arthroplasty revision surgery to a endoprosthesis; one for avascular necrosis of the humeral head and two for secondary displacement of the fragments. These three patients whom underwent arthroplasty were exluded from analysis. Two patients had moderate pain and two patients had severe pain; one of the patients had post-operative necrosis of the humeral head and the other three had previously sustained rotator-cuff tears. A total of forty-six fractures healed primarily. Secondary displacement of fragments or migration of the k-wires was seen in five (10.4%). In three of these revision surgery using the humerusblock was carried out successfully. In the remaining two a hemiarthroplasty was performed. There was one case of deep infection and one delayed wound healing. Out of the total of fifty-one fractures, three hemiarthroplasties were performed secondary to the humerusblock, two because of fragment dislocation, and one because of avascular necrosis. There were no cases on nonunion. Secondary displacement of fragments or migration of the k-wires was seen in five (10.4%). In three of these revision surgery using the humerusblock was carried out successfully. In the remaining two a hemiarthroplasty was performed. It is unknown how many of the five patients experienced k-wire migration versus displacement of fragments. This is report 2 of 2 for (B)(4). This report is for an unknown humerusblock.

Manufacturer narrative:
This report is for an unknown humerusblock/unknown quantity/unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.